Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that the plastic of this clear cannula system 8.5 x 75 mm ¿ threaded broke. Another device was used to complete the procedure. 10 minutes delay. No patient consequences reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was received and evaluated. A visual inspection was performed to determine if the device had any gross visual defects that may contribute to the reported failure. One of the silicone seals was found to be defective. Hence, this complaint can be confirmed. There was a scratch on the surface of the seal which could have resulted from a sharp object making contact with the device. However, with the information provided we cannot determine a definite root cause for the reported failure. Furthermore, a manufacturing record evaluation was performed for the finished device [1904065] number, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device [1904065] number, and no non-conformances were identified.